Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly hospitalized due to skin issues around the implant. At this time it is not clear if the issues are related to an allergic reaction or an infection. The recipient's device was explanted. The recipient is in the process of healing. Reimplantation will be considered once healing is complete.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2021, the recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly recovered well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.